Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) level was 532 mg/dl. Reportedly, the customer is going through puberty and the pump settings need to be adjusted. Contact stated the health care professional has been notified to adjust the pump settings. A manual injection was administered to address bg. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged settings issue could not be verified. Based on the analysis, the alleged malfunction was verified and a different issue was identified.